Manufacturer narrative:
(B)(4). Initial emdr submission - customer advocacy has reached out to customer to provide sample for the investigation. (B)(6) label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer reported that the tubing melted in two places (wire was hot). The heater wire was not affected, the circuit had been laying on top of bedding, not underneath, nurse had stated that the blower was on when she noticed the melted circuit. I asked about proper positioning of the temp probe and mom had seen that it was properly placed in the circuit. The circuit had been in use for 3 days. It is confirmed that there was no impact or harm to the patient.

Manufacturer narrative:
Additional information from the customer with patient impact. "The child desaturated and had bradycardia. The child took several minutes to recover and temporarily required an increase in oxygen requirement". Affected sample was received at (B)(4) for investigation. At this time it was discovered that the product code originally reported was incorrect. Based on the lot number provided and the visual inspection of the sample it was discovered that the product is manufactured by halyard health. Analyst contacted the customer and halyard health to verify findings. It was verified that this product is indeed halyard health. This compliant has been acknowledged by halyard with (B)(4). (B)(4) will be closing this investigation and shipping the affected product to the rightful manufacture.

Manufacturer narrative:
(B)(4). Customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer stated via email "suctioned patient using in-line catheter in the endotracheal tube, when removing/withdrawing catheter it became detached and was stuck in the patient's breathing tube. No consequences for patient. In-line catheter was removed, suction was detached and a new in-line catheter was used. It was confirmed that there was patient involvement with no patient harm.